Event description:
A walker lost a rear wheel, as reported by healthcare professional. No injury was reported.

Manufacturer narrative:
The wheel axles were according to spec. The right rear axle had powder paint in the groove. (B)(4).